Event description:
It was reported that the patient was experiencing pain at the back as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The old ipg was replaced with an MRI capable device. The explanted ipg was discarded by the medical facility and will not be returned.